Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-02968. It was reported that patient experienced ineffective therapy due to high impedances on one lead. Reportedly, patient had been working in the garage with some equipment prior to experiencing the pain. As a result, surgical intervention was undertaken, wherein the lead was explanted and replaced. Effective therapy was restored post operatively. It is unknown which lead was explanted and replaced and both leads will be reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.